Event description:
The customer called to report problems with the keypad reacting on its own w/o buttons being pressed. The customer also reported being hospitalized one week ago due to diabetic ketoacidosis, with a blood glucose reading of 220 mg/dl. The customer was also experiencing ulcers, and could not keep any food down. Advised the customer that the insulin pump would be replaced due to the button/keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.